Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient called reporting ongoing difficulties charging their ins and encountered 1707 code. Reviewed meaning of 1707. The patient additionally reported shocking and zapping sensations while charging. When the charger was on bare skin this sensation was worse. The sensation improved when recharger was over clothing, but patient still felt a faint sensation. The patient reported this occurs every time they try to charge. During the call it was especially present while charger was searching for device. The patient reported they cannot feel their ins under the skin. Patient stated they do not know if they have too much skin or fat but they are slender and only weigh 145lbs. The ins was reported to be on the right hip. Recommended patient cross right legover left, and bend forward to optimize access to ins position. The patient still could not feel the ins but was able to reposition the charger and ins battery incremented from 20 to 30%. The patient reported in order to maintain charge they needed to keep steady pressure against the recharger. Recommended patient follow up with managing physician if charging difficulties persist.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.